Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03355 pertains to the first resolution clip device, and manufacturer report # 3005099803-2014-03356 pertains to the second resolution clip device. It was reported to boston scientific corporation on (B)(6) 2014 that two resolution clip devices were used to control bleeding in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was removed from the patient. The second clip also grasped and locked onto tissue and could not be released from the catheter; however, after manipulation the clip was able to successfully release from the catheter. The procedure was completed with the second clip, as the clip was able to release from the catheter after manipulation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-03355 pertains to the first resolution clip device, and manufacturer report # 3005099803-2014-03356 pertains to the second resolution clip device. It was reported to boston scientific corporation on (B)(4) 2014 that two resolution clip devices were used to control bleeding in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the first clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was removed from the patient. The second clip also grasped and locked onto tissue and could not be released from the catheter; however, after manipulation the clip was able to successfully release from the catheter. The procedure was completed with the second clip, as the clip was able to release from the catheter after manipulation. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.

Manufacturer narrative:
A visual examination of the returned device noted the clip assembly was mashed onto bushing and could not be deployed from the catheter. The clip prongs could not be opened or closed, and were not locked into the capsule. A kink was also noted in the control wire. The over sheath was missing. This failure likely occurred due to anatomical/procedural factors such as tortuous anatomy and maneuvering of the device which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.